Event description:
It was reported that a tkr procedure was performed, not long after the primary surgery, patient knee was stiff and had a manipulation. On (B)(6) 2019 a revision surgery was performed due to infection. Poly was removed, an extensive washout was performed and then a 10mm poly inserted.

Manufacturer narrative:
Additional information: model #, serial #, expiration date, catalog #, lot #, other #, UDI # and device manufacture date. It was reported that a tkr procedure was performed, not long after the primary surgery patient knee was stiff and had a manipulation. The associated complaint devices were not returned for evaluation. Therefore a product analysis could not be performed. As device details were not made available, device history record and complaint history review cannot be completed. Our clinical evaluation noted that an manipulation under anesthesia was performed shortly after implantation due to ¿stiffness¿. The patient impact beyond the reported stiffness, additional anesthesia and procedure could not be determined. No further medical assessment is warranted at this time. Without the return of the actual product involved and no product information available, our investigation of this report is inconclusive. No further investigation is warranted for this complaint; however smith and nephew will continue to monitor for future complaints and investigate as necessary. Should the devices or additional information be received, the complaint will be reopened.

Manufacturer narrative:
It was reported that a tkr procedure was performed, not long after the primary surgery patient knee was stiff and had a manipulation. The associated complaint devices were not returned for evaluation. Therefore a product analysis could not be performed. As device details were not made available, device history record and complaint history review cannot be completed. Our clinical evaluation noted that an manipulation under anesthesia was performed shortly after implantation due to ¿stiffness¿. The patient impact beyond the reported stiffness, additional anesthesia and procedure could not be determined. Without the return of the actual product involved and no product information available, our investigation of this report is inconclusive. Smith and nephew will continue to monitor for future complaints and investigate as necessary. Should the devices or additional information be received, the complaint will be reopened. Mimb review. Assess severity of complaint case to determine if additional actions or inputs are required for inclusion in the medical assessment. Determine if a medical assessment will be performed based on a review of the complaint details and further input from the medical director/designee. Reviewed during mimb. A medical investigation will be performed. Proceed based on information provided/available for the investigation; if no relevant clinical information is provided, recommend closure. Approved by j. Templeton, medical director. A review of relevant clinical/medical information in the reported issue, inclusive of technique and patient information, to include, but not limited to: ¿patient information ¿surgical procedure/post-operative care review ¿device labeling (including technique guides, ifus, etc.) No clinically relevant supporting documentation was provided; therefore, a thorough medical investigation could not be performed. However, per the complaint details, an mua was performed shortly after implantation due to ¿stiffness¿. The patient impact beyond the reported stiffness, additional anesthesia and procedure could not be determined. Should clinical documentation become available in the future, the clinical/medical task may be re-evaluated. No further medical assessment is warranted at this time.